Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer alleges chair back upholstery was being ripped by the screws and left wheel lock broke off.